Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. When the ventilator is plugged in with an ac adapter, the ventilator displays amber on charge status. After 8 hours of charging, charge status displayed green. The ventilator failed 40 minute battery duration test from the lap top ventilator service manual. The service technician replaced the internal battery and the reported issue was resolved. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that model lap top ventilator 1200 turned off and on by itself while connected to a patient. The patient was removed from the unit and placed on a back up ventilator. The customer confirmed there was no patient harm associated with the reported event.